Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 007) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 -product analysis: the device was returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. A test continuous glucose management (cgm) transmitter successfully paired with the returned pump and was able to calibrate appropriately. The transmitter and pump were exercised successfully and performed within specification; no issues or alarms were experienced. A battery compartment crack was observed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.